Event description:
It was reported a patient presented with inappropriate shock on their implantable cardioverter defibrillator (ICD) due to incorrect interpretation of signal. Programming changes were made to restore normal parameters. The patient was stable.